Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Reportedly, the customer declined further assistance from tandem technical support regarding the issue and planned to discuss diabetes management with health care professional. No additional patient or event information was available.